Event description:
Received information stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Evaluation of the device has not been completed.

Manufacturer narrative:
(B)(4).